Event description:
It was reported that shortly after implant, the device failed to record an episode of a slow arrhythmia. Follow up is currently in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead - (B)(6) 2013; 4296 implantable pacing lead - (B)(6) 2013. (B)(4).